Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No displacement anomaly or motor anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer experienced a high blood glucose of 400 mg/dl at the time of the incident. The caller did not mention how the customer treated or any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active during the event. Troubleshooting was not completed as the caller declined. The caller also mentioned issues calibrating. No further details were provided. The insulin pump will not be returned for analysis.